Event description:
Patient developed red marks at the incision site. Doctor thought it was an infection and prescribed keflex. It was later suspected that the patient had an allergic reaction to an ovc antibiotic cream. The doctor recommends patients to use after the procedure.

Manufacturer narrative:
Manufacturer was not informed of any malfunction of the device. It is believed that the patient had an allergic reaction to a topical antibiotic the doctor had recommended.